Manufacturer narrative:
An event of patient death after implant was reported. Information from field indicated that the patient had chest pain. The patient was hospitalized and passed away prior to surgical intervention. A more comprehensive assessment could not be performed as no other information was provided. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There are no allegations that the implanted valve was deficient or inadequate.

Event description:
It was reported that on an unknown date, a 25mm trifecta valve was implanted. On an unknown date, a 23mm non-abbott valve was implanted within the trifecta valve via valve-in-valve. Post procedure, the patient was transferred to the pacu. "A little time passed," then the patient reported chest pain and was brought back to the cath lab where angiogram was performed. "The right coronary artery (tca) was the culprit" and a stent was placed in the rca with reduction of chest pain. Later in the evening, the patient again reported chest pain and subsequent CABG graft to the rca was performed. The next day, the patient was reported to be doing ok. However, "at some point while sitting" in a chair, the patient experienced loss of pressure and pulseless activity and passed away. There are no allegations that the implanted valve was deficient or inadequate.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.